Event description:
Customer reportedly received results of 284 mg/dl and 66 mg/dl within 10 minutes on the mobile system. Customer reported low blood glucose symptoms with these results. Customer administered unspecified insulin after testing 284 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).